Manufacturer narrative:
(B)(4). E1 initial reporter email address: (B)(6).

Event description:
It was reported that the transmitter unpaired itself. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.